Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed using another system with a delay of less than 20 minutes. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was unable to perform geometry movements. When tried to restart the system, the entire drive unit stopped working, then tried to reset the drive with no improvement. The review of system log files showed geometry error. Upon troubleshooting, the fse found that the geo module in the control room was broken. To resolve the issue, the fse replaced geo module and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a geometry error. Upon rebooting, the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.